Event description:
Customer reported receiving erratic readings on her adc blood glucose meter. Customer reported that on (B)(6), 2013 she received readings of 2.5 mmol/l (45 mg/dl), 21.1 mmol/l (380 mg/dl), 4.2 mmol/l (76 mg/dl) and 3.2 mmol/l (58 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported experiencing "dizziness, was dehydrated, was vomiting" and subsequently experienced a seizure. Paramedics were called and treated customer on the scene with an intravenous infusion of "salt water" and transported her to a local healthcare facility where she was diagnosed with hyperglycemia. Customer was additionally treated with gravol dimenhydrinate, (an antiemetic), nexium (esomeprazole) and oxygen. Customer remained hospitalized until (B)(6), 2013. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1280704) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.